Event description:
Caller reported that a malfunction occurred on the pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on how to manage insulin delivery through multiple daily injections, provided instructions for placing the pump into storage mode, confirmed the shipping address, and arranged for a replacement pump with updated software to be sent. The customer was instructed to return the defective pump within 10 days to avoid charges and to program their settings and connect their continuous glucose monitor to the new pump upon its arrival.